Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited "lowbat" alarm. No patient consequences were reported. No adverse effects were reported.